Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. Customer blood glucose level at the time of incident was 177 mg/dl. The location of the leak was past both o-rings and the plunger. Troubleshoot was performed. The incident date was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 open/used reservoirs. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal,bolus leaking test: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a insulin pump. Conclusion: reservoirs does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.